Event description:
Port-a-cath leak. Five (5) french dignity CT-compatible port placed on (B)(6) 2015. The port-a-cath was replaced on (B)(6) 2014 due to reported leakage abound the injection site. After removal the surgeon noted there were 2 leakage points along the base. There was no evidence of any clot in the catheter.